Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, it was probable that the image was not displayed due to the failure of the ccd unit. The failure of the ccd unit might be attributed to the deterioration of the material of the ccd sensor due to ultraviolet rays. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.